Manufacturer narrative:
The customer reported that the device is still in use and is not available for return. An investigation is currently underway based on the information provided and a device history record (DHR) review has been requested as well as testing of the sensor card retains. A supplemental report will be submitted upon completion.

Event description:
Customer reported on (B)(6) 2020 that pco2 patient results obtained on a nova prime ccs comp w/scanner analyzer sn (B)(4) were high compared to their lab analyzer.

Manufacturer narrative:
Additional and corrected information: b4, g6, h1, h2, h6, h10. The database from the suspect analyzer was received from the nova distributor on 28sep2020 for evaluation. A device history record (DHR) review has been requested and the evaluation of the database is currently underway. Upon completion of this investigation a final report will be provided.

Manufacturer narrative:
Corrected and additional information: b4, g6, h1, h2, h3, h4, h6, h10. UDI: (B)(4). As reported by the customer, the patient had discrepant high pco2 results. An investigation was completed and concluded that the retained sensor cartridges from lot 20119024 met performance criteria and that the complaint could not be reproduced. A review of the customer database for prime ccs comp analyzer, sn: (B)(6), determined that the qc and slope values were within established ranges. Three drift errors were observed the day before the high pco2 result, this does not indicate issue with either the analyzer or the card. A device history record (DHR) reviews for the analyzer and reported sensor card lots were performed by the investigator. The reviews included an assessment of the production, testing, and release of the products. No abnormalities or concerns were observed; the dhrs indicated that the released product met all specifications. An evaluation of the customer database did not reveal any issue with either the analyzer or the card. A CAPA is not required as a result of this investigation because the issue could not be reproduced. The root cause for this is undetermined. The cause(s) of the difficulty reported by the customer could not be determined. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
Additional and corrected information: b4, g6, h1, h2, h6, h10. The database from the suspect analyzer was received from the nova distributor on 28sep2020 for evaluation. A device history record (DHR) review has been requested and the evaluation of the database is currently underway. Retained sensor cartridges lot number 20119024 are being tested with patient whole blood samples over a time period of 13 days. Upon completion of this investigation a final report will be provided.